Event description:
Patient had craniectomy on (B)(6) 2012, for chiari malformation; patch graft implanted. Within 36 hours post-op developed low grade fever that progressed to 101.5 f with chills with no obvious infectious source. Blood cultures drawn on (B)(6) 2012 and were positive for (B)(6).